Manufacturer narrative:
The unit was received in its original blister with label. However, the coaxial bone cleaning tip was not returned. A broken black o-ring was found inside the unit¿s blister, thus confirming the reported ¿broken o-ring¿ condition. A definite root cause could not be determined. The device was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.

Event description:
It was reported that the interpulse handpiece with coaxial bone cleaning tip was being used in a procedure when it was observed that an o-ring was broken. There was no report of any fragment from the o-ring falling into the surgical site. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the interpulse handpiece with coaxial bone cleaning tip was being used in a procedure when it was observed that an o-ring was broken. There was no report of any fragment from the o-ring falling into the surgical site. The procedure was completed successfully, with no patient or user injuries, and no adverse consequences.